Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. The customer used manual injections to resolve the bg. A replacement pump was sent.